Event description:
The lay user/pt called lifescan (lfs) on september 24, 2006, and alleged that her meter was prompting clean test area and retest messages. The medical affairs specialist spoke to the pt on september 26, 2006, and obtained and verified the following info; however, the pt would not answer many of the questions. The pt stated that she was initially obtaining the error messages sporadically. She stated that she finally stopped using the meter "several days ago",but could not specify the date. The pt reported that she takes insulin, which is adjusted based on her meter results, and she had been guessing at the amount to take. She does not recall the type of insulin that she took. On the day of the event, september 23,2006, she ate her breakfast (oatmeal) and guessed at her insulin dosage. She reported that later, around noon, she began to feel hypoglycemic ( she was unable to specify her symptoms. She reportedly ate more than she normally would and felt fine after eating. While on the phone with the lfs rep, the issue was resolved and the error messages did not appear. The pt has since stated that she is still receiving the messages intermittently. A replacement meter has been sent. This complaint is being reported, as the meter issue is not resolved, the pt states she was guessing at the amount of insulin to take, and later had symptoms the pt relates to being hypoglycemic, for which she self-treated.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.